Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a cardiac surgeon noticed and mentioned the smell from the hp2 tool. The pa was in the tunnel cauterizing after the vein was taken out. The surgeon asked what was burning, what was the smell (it was the only piece of equipment activated at the time). A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returned.